Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No product malfunction has been reported or revision procedure is planned. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..."

Event description:
On (B)(6) 2017 a female patient underwent an extreme lateral interbody fusion procedure on l2-l5 levels. The anterior longitudinal ligament at l4/l5 levels was damaged during insertion of the cage. No revision procedure has been reported.